Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098396.

Event description:
A voluntary medwatch report was received on (B)(6) 2021. It was reported that the device not alerting when the patient's bg levels were low occurred. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.